Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, the physician was struggling with the first perclose when the sutured broke and with the second perclose the physician felt did not capture as no hemostasis appeared to be achieved without manual hold as per the clinical description provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 65-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. Following the planned explant of an impella cp pump, the perclose failed during site closure and hemostasis could not be achieved. A surgical closure of the site was subsequently required involving a right groin cut-down and surgical closure of the artery using a 5-0 prolene. The patient survived the explant.